Event description:
It was reported that this implantable pacemaker recorded loss of atrial capture during the rhythmiq episodes, and then pacemaker mediated tachycardia (pmt) episodes were initiated by the failure to capture. The patient was seen in-clinic and the failure to capture was unable to be reproduced with isometrics. The presenting electrogram (egm) appeared to be capturing. There was also an initial rise in the pacing impedance and the threshold, however, both measurements are now stable. The device remains in service. No adverse patient effects were reported.